Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: life cycle and post-mortem ingrowth patterns of a leadless pacemaker system. Europace. 2024. 26, 1¿4. Doi: 10.1093/europace/euae013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the life cycle and post-mortem tissue ingrowth patterns of a leadless implantable pulse generator (ipg) system. The authors described a leadless ipg which exhibited increased pacing thresholds. The device was extracted and a conventional ipg was implanted. No adverse patient effects or additional product performance issues were reported.